Manufacturer narrative:
There are two devices associated with the issue of this event. These devices are captured in medwatches with patient identifiers (B)(6) (scope) and (B)(6) (distal tip cover). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, immediately after the duodenal stent was placed, the tip cover broke off into the patient body. All broken off pieces were recovered from the patient body. According to the physician, the duodenum was narrow and the scope had to be inserted by considerable pushing. The procedure was completed by using a similar device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no abnormality noted. Both the scope and the distal tip cover are allegedly involved in the issue of the breaking off of the distal tip cover.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and device evaluation. The device evaluation confirmed that the tip cover was damaged in two places, the tip side and the rear end side. The device history record has not been confirmed because the lot number is unknown, but there was no manufacturing problem relating to the reported issue. In addition, replication testing was completed of the distal cover from stock and verified that it conforms to the product specification. The case is not due to design. Based on the results of the investigation, the cause of the tip cover falling off could be from the following: 1) chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2) the cover was easily removed from the scope due to insufficient attachment to the scope. 3) when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "7.3 attaching the distal cover, please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). Regarding preventing the detachment of the distal cover from recurring, the following information was obtained: the facility did not reconfirm the correct operation method by contacting olympus or another expert within your facility. The facility did not carefully review and follow the instruction manual. The facility did not educate or continuously educate its personnel about handling methods. The facility did not inspect the distal cover prior to attachment. The facility did not use care when attaching the distal cover, so that it does not crack. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are stored in a product carton on a shelf in the operating room. However, some of the distal cover sterilization packs are removed from the carton, and placed in a bag that is hung in the endoscope storage area. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. However, it was confirmed that a defogger (sl cleaner) was applied to the distal end of the endoscope. Also, water containing dimethicone oral solution 2% "fsk" was used at the time of suction inspection before use of the device. The following additional information regarding chemical use was reported as unknown by the facility: unknown if chemicals were administered directly into the body through the forceps channel during endoscope insertion, and/or if chemicals were sent to forceps channel to lubricate forceps. Unknown if chemicals were administered through the cannula during the endoscope insertion. Although there was a xylocaine spray on the anesthesia trolley, it is unknown if it or any other medications were administered to the patient(s) orally. However, no defoamer was used. It was confirmed that a crack has never been observed on the distal cover prior to attachment to the endoscope. Finally, the mouthpiece used by the facility is the microstream advance manufactured by medtronic.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected d10 and h6 codes. -visual confirmation results of the actual product the returned distal cover had cracks on the front end side and the rear end side. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus tried to get additional information regarding the event, but the customer did not respond. Based on the visual confirmation results, the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.